Manufacturer narrative:
E:1 patient city: (B)(6). Patient country: belgium. (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient went to the emergency room and eventually got hospitalized due to hypoglycemia on (B)(6) 2026 and the patient got treated with baxter glucose. During hospitalization the patient received insulin via intravenous and pump.